Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the revision occurred in (B)(6) 2021. The had a revision due to an infection in (B)(6) 2021. The device was explanted in (B)(6) 2021. The cause of the patient¿s was unknown.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for the call was the patient reported that their pump was causing them discomfort so they had a revision. The patient stated that on the side of the pump there was a little wire that actually went in with the tube, and every time they moved or bent, it would twist around the pump wire. The patient stated it would pull their skin in (like a finger in a balloon) and it would twist from the inside. The patient reported that they went in to correct it (revision) in december. The patient stated that the doctor went in with a scalpel and as soon as they touched it, it busted open with no pressure even applied. The patient stated they corrected this (revision) the first week of march. Additional information received from a health care provider (hcp) indicated that the patient had a revision in (B)(6) 2024 for an infection that was noticed on (B)(6) 2023. The hcp stated that the patient did not have two revisions and the reason for the revision in december was due to the infection noticed in (B)(6) 2023. The reason for the revision in march was explant "mara". There were no diagnostics/troubleshooting performed and the cause of the pump causing the patient discomfort/twisting around the pump wire/pulling their skin in/busted open with no pressure even applied were not determined.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2021. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.